Manufacturer narrative:
Correction made to box d product information only.

Event description:
Philips received a complaint on the reusable adult spo2 sensor indicating that there was faulty spo2 and no error code found. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
The field service engineer (fse) confirmed they were unable to measure spo2 due to a faulty spo2 sensor. The fse replaced the sensor. Based on the information available and the testing conducted, the cause of the reported problem was a component problem with the faulty sensor. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue patient monitor mx550 indicating that there was faulty spo2 and no error code found. The device was not in use on a patient at the time of event, there was no adverse event reported.